Event description:
The catheter was placed in 2008, with no problems noted during insertion. One week later, the pt notified the staff the catheter was broken from the oval disc.

Manufacturer narrative:
When the sample is received, an investigation will be conducted. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 12 february 2008.